Manufacturer narrative:
Monitor rebooted; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the live monitor in the control room failed to display on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.